Manufacturer narrative:
Corrections to b5, d6b, h6: previous emdr incorrectly reported the device was explanted. The device remained implanted at the time of initial emdr submission and is now explanted. Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Physician reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. As per the investigation procedure non penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted.